Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the patient stated that the device had stopped working prior to the normal battery depletion. It was also noted that they wanted the device removed so they could get an MRI. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It wasreported that the patient had been having discomfort from the area where the device was located and urination very frequently. It was reported that the cause of the patient not feeling stimulation, poor communication, and the device not working was that the device battery was dead; this was noted to be confirmed by a healthcare professional. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the nerve twitching and tingling around the implant site had resolved. The patient stated that they had gotten a massage one day and had felt that tingling but now it was gone. The patient stated that they didn¿t feel the stimulation at all because nothing was going on or working. The patient also reported that they were getting a poor communication screen on the patient programmer (pp) when they were trying to check the settings on the day of report. The patient noted that the pp would not power on so no further troubleshooting was possible. The patient then checked that the batteries were inserted correctly but this did not resolve the pp not powering on issue. The patient noted that they had not really felt stimulation since about a year ago and that they received the poor communication message on the day of report when they were checking with their neighbor. The patient stated that they just wanted to have the implant removed because they got it to stimulate their bladder and it wasn¿t doing that for them. The patient noted that they went through incontinence pads all day and that they would urinate when they walked around which was very uncomfortable. The patient stated that the therapy was not working for them and that recently, in the last 6 months, they had noticed that they would sometimes get a darting pain if they were walking around. The patient also reported that they had terrible cramps and pain in their right leg where the device was situated in their body. The patient was advised to follow up with a healthcare professional (hcp) regarding their symptoms and to have the device checked. The patient noted that they did not have a managing doctor for the device but had told their internist about these issues but since they were not familiar with the device they didn¿t do anything about it. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient clarifying that the battery had been depleted for the past 2 years. The patient reported that the steps taken to resolve the dead battery were that the device was removed on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a nerve twitching and a tingling sensation around their device. This started one to two weeks prior to the report. They wanted to know if the device was on. They didn't have their patient programmer (pp) to check if the device was on, but said it was still working great for their symptoms. They were going to follow-up with a healthcare professional (hcp) about the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the old programmer and new programmer showed the attempting to communicate screen and the poor communication screen. The patient reported that their internist doctor was trying to find a urologist who was familiar with the device for the patient. The patient reported that the cause of the programmer not turning on was not determined and they could not find anyone to assist them, thus their contact with the manufacturer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the battery died from normal/expected battery depletion, and was withdrawn at the patient¿s request. No further patient complications are anticipated or expected as a result of this event.